Event description:
It was initially reported by the surgeon that the pt had his battery replacement surgery due to eos. During the explant, surgeon noticed some signs of corrosion inside the generator. Explanted generator was returned to manufacturer for analysis. Analysis is currently pending on the generator.